Event description:
Information rec'd indicate that an oxygenator leaked during a cardiopulmonary procedure. It was replaced with another unit. There was no reported effect to the pt.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications, when released for distribution. Conclusion: cause of event cannot be determined. Analysis: without a returned product, our investigation is limited to a review of the device manufacturing record. The sn tells us that the device went into one of three possible lots of trillium coated oxygenators. All were manufactured in july 2006 and expired january 31, 2008. The device history records for all three lots show the products met specifications necessary for release to distribution. Conclusion: the location and/or type of the leak have not been reported. Without a returned product, we are unable to determine an exact cause of the event. There was no reported consequence to the pt.